Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed one event of power on reset on (B)(4) 2013. The battery cap was not returned with the pump for investigation; a test cap was used for investigation. The battery cap secured properly onto the pump and was able to maintain proper electrical connection. The pump powered on normally and displayed the verify screen per normal operation. The battery cap was unscrewed ½ turn without reboot occurring. The pump was successfully primed and exercised for 24 hours without power interruption. The pump was opened for investigation and did not reveal any evidence of defect, damage or contamination of the interior components of the pump. Investigation confirmed power on reset in the pump history but was unable to duplicate the complaint during the investigation. The pump was found to be operating as intended without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power; the screen was blank and there were no audible tones or vibratory function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.